Event description:
Angle of trach tube shaft was visibly different from custom trach tubes made previously following the same "custom made trach tube template." Affected batch of four custom trach tubes manufactured january 2013.